Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Customer sent devices to 3rd party biomed for investigational purposes.

Event description:
It was reported that the device would not stay on and there was no error message displayed. The customer further stated that there were no adverse effects caused to the patient from the event.